Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported following an intraocular lens implant procedure, it was observed that the lens was not sitting I the eye as predicted. The lens was later exchanged in a secondary procedure. Additional information has been requested.